Manufacturer narrative:
Date of death is estimated. Date of event is estimated. The UDI number is not known as the part and lot numbers were not provided the implant date is estimated. The additional patient effects reported in the articles are captured under a separate medwatch report. The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported hemorrhage, myocardial infarction, cerebrovascular accident/stroke and death cannot be determined. However, hemorrhage, myocardial infarction, cerebrovascular accident/stroke and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
It was reported through a research article that 300 patients underwent clasp iid trial, a randomized controlled trial which compared the pascal system and mitraclip system in prohibitive risk patients with significant symptomatic degenerative mitral regurgitation (dmr) from (B)(6) 2018 to unconfirmed. Follow up was performed within one year of the procedure. The results showed the implanted mitraclips may have caused to cardiovascular mortality, stroke, myocardial infarction, severe bleeding, percutaneous or surgical intervention. Additional information is listed in the attached article, titled ¿one-year outcomes from the clasp iid randomized trial for degenerative mitral regurgitation.¿